Event description:
It was reported that during the atrial fibrillation (afib) procedure, the current leakage error displayed on the carto 3 system . Also there was noise on the body surface (bs) and intracardiac (ic) recordings. The catheter cable and the stockert generator grounding pad were exchanged with no resolution. The issue was resolved by exchanging the ez steer thermocool sf navigational catheter. There was no patient injury reported. Upon request, additional information was provided on the event on (B)(6) 2014. The noise was bad on all the bs and ic recordings on both the carto and the recording system at the same time. The physician could not interpret the signals with the presence of the noise. The noise issue occurred when the ablator was connected to the patient interface unit (piu) at the start of the procedure. Per the additional information received on (B)(6) 2014 stating the severity of the noise on all the bs and ic recordings on both the carto and the recording system at the same time, this event is indicative of a reportable issue. (B)(6) 2014 is the awareness date for this report.

Manufacturer narrative:
(B)(4).